Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v113842, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v106048, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A healthcare professional via the manufacturing representative reported that there was a possible/suspected overdischarge. The patient had potentially not charged their rechargeable device since november 2014. A healthcare professional inquired if the device could be recovered. No patient symptoms were reported. Further follow-up is being conducted to obtain information about the issue, cause, troubleshooting, actions taken and outcome. If additional information is received a supplemental report will be submitted.

Event description:
Additional information was received from the healthcare professional reported that the patient had not been seen at their office since (B)(6) 2012. It had appeared that neither the patient or caregivers had paid attention to stimulators or rechargers and no one had taken the responsibility to make sure that her battery was recharged. It was unknown when the battery was last charged. It was unknown what further action had been taken.